Event description:
It was reported that the patient was taken to the hospital due to a possible stroke and is in ICU. No additional relevant information has been received.

Event description:
It was clarified by the neurologist's office that the patient did not have a stroke and this was not related to vns therapy in any way. The event was not completely disclosed but said to be related to a previous surgery in the arm that patient had for a pre-existing condition.